Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.